Event description:
((B)(6)reference no. (B)(4). Healthcare provider reported a left side rupture of a non-(B)(6) device. The device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).